Event description:
Patient presented to the emergency department with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the or and explanted the entire inspire system. Postoperative antibiotics were prescribed after the procedure was completed.